Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc). Technical services (ts) suggested potential further actions. The device remains in use. No adverse patient effects were reported.